Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The aneurysm and vessel morphology were not reported. It was reported that prior to use in the patient there was a kink in the delivery catheter. The physician elected to use the device in the patient, even though there was a kink in the delivery catheter. The stent graft was successfully deployed without issue. The investigator indicated that this was related to the device and not related to the procedure. It was reported that twelve months post stent graft implant there was a slight kink in the distal third of the stent graft. No intervention has been performed nor have there been any adverse sequelae for the subject. Investigator assessed the event is related to the device. It was reported that two years post stent graft implant there was aneurysm enlargement however there were no endoleaks present. No intervention has been performed nor have there been any adverse sequelae for the subject. It was reported that five year post stent graft implant the patient expired due to leukaemia. The death was not related to the procedure or the device. Please note that this model number tf3232c150xc is not approved in the united states; however, it is similar to the vamf3232c100te which is approved in the united states.

Manufacturer narrative:
(B)(4). Results: (unknown cause); inherent risk of procedure (kink, death, aneurysm enlargement). Conclusions: (unknown cause).